Manufacturer narrative:
The user guide is for users of the t:slim insulin delivery system (t:slim system). The intended use of the t:slim system is for the continuous subcutaneous insulin infusion (csii), at set and variable rates, for the management of diabetes mellitus in persons requiring insulin, for individuals 12 years of age and greater. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) levels were elevated (526 mg/dl), and customer believed that it was due to overeating. Customer treated elevated bgs by administering a correction bolus.